Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. External and internal inspection was performed. During external inspection, 3 out of the 5 returned keypads were observed to be in good condition with no obvious issues observed, and the remaining 2 were observed signs of fluid ingress on the flex cable. During internal inspection, 5 out of 5 keypads were observed with signs of fluid ingress near where the flex cable meets the circuit layer and one of the keypads were observed with a broken trace. The front case keypads were connected to a cad pcu test fixture for functional testing. One out of the 5 returned keypads passed the maintenance keypad test due to all soft keys functioning as intended. Three out of the 5 returned keypads failed the maintenance keypad test due to failing to power on the device. One out of the 5 returned keypads failed the maintenance keypad test due to various unresponsive soft keys. The ac indicator light illuminated as expected for 4 out of 5 keypads but were observed with the issues mentioned above. The remaining ac indicator light did not illuminate as expected and was observed to fail to power on the device. The root cause was determined to be electrical failure caused by device design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that allegedly due to intermittent keypads numbers, assy case front keypad of the twenty three pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly due to intermittent keypads numbers, assy case front keypad of the twenty three pcu modules will be replaced. There was no reported patient involvement.